Manufacturer narrative:
The complaint of a catheter leak was confirmed but the cause was unk. The returned product was one 4fr s/l groshong PICC. The stylet was still inlaid within the catheter, and the sample was free of residue. An attempt to infuse and aspirate water through the catheter revealed water aspiration and an air leak, and a spraying leak was found near the 29cm depth marking. Microscopic examination of the leak site revealed a small irregular split. When the stylet was removed and the catheter split longitudinally, the interior of the catheter exhibited no signs of stylet damage. Tactile evaluation of the catheter was unremarkable. Because no other mechanical damage was visible at the site of the split, the cause of this failure is unk at this time. A lot history review (lhr) of rexd2180 showed (B)(4).

Event description:
It was reported that the catheter had holes in its extension, it was observed at the time of the catheter washing with saline, the nurse discards any handling failure, because the manipulation technique used was according to the protocol of the institution. On (B)(6) 2014 - per email, "we identify the defect in the catheter at the time of the pass, as soon as we started the catheter insertion, the catheter was salinized with s.f 0,9% using a 10 ml syringe and out of the pt we identify the leak, the catheter had been poorly handled. As soon as we identify the problem we requested a new catheter, losing the punch that had been achieved successfully, having to start the procedure from the beginning. On (B)(6) 2014 - holes were found between the 28 and 29 cm depth markings, which would be in the subcutaneous region of the catheter.